Event description:
It was reported that during a shift rotation, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer contacted zoll regional manager and was able to clear the ua 45 message. However, the next morning, a different shift check reported the same ua 45 message. They rotated the shaft to the "home" position but the ua 45 message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/02/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock clip was bent and that the front and bottom enclosures were cracked. The physical damages found during visual inspection are unrelated to the reported complaint of the platform displaying user advisory (ua) 45 (not at "home" position after power-on/restart) messages. The returned platform displayed a ua 45 message upon power on for functional testing, thus confirming the reported complaint. The driveshaft was rotated back to the "home" position to address the ua 45 message. Functional testing of the platform was continued using a test mannequin for 10 minutes with no additional user advisory, system errors or warnings exhibited. A review of the platform's archive data was performed and found that multiple ua 45 messages occurred on other dates prior to the reported event date of (B)(6) 2015. Unrelated to the reported complaint, the archive data indicates that a ua 12 (lifeband not present) message occurred on the reported event date. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 12 message. Per the autopulse maintenance guide (p/n 11653-001), ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Based on the investigation, the parts identified for replacement are the battery lock clip and the front and bottom enclosures. In summary, the customer's reported complaint of the platform exhibiting ua 45 messages was confirmed upon functional testing and during review of the platform's archive data. The root cause was determined to be that the lifeband was not fully extended prior to powering the device on. Unrelated to the reported complaint, the archive data showed that a ua 12 occurred on the reported event date of(B)(6) 2015. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 12 message. Per the autopulse maintenance guide (p/n 11653-001), ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The physical damages found during visual inspection are also unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.